Event description:
It was reported that particulate matter (pm) was observed in the drip chamber of two (2) clearlink system buretrol solution sets. The pm was further described as white particulate in one chamber and the other had blue particulate. This issue was identified while priming lactated ringers prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the two (2) actual samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. However, a mobile particle was observed inside the drip chamber of one sample only. The reported condition was verified in one sample; however, not verified in the remaining sample. The cause of the particle could not be determined; however, the particle appeared to be a detached from the bag that was connected to the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.